Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and moderately calcified de novo lesion in the proximal left anterior descending artery. Following pre-dilatation, a 2.75x18mm xience xpedition stent was deployed; however, while removing the stent delivery system a check shot revealed a distal end dissection. The dissection was successfully covered with an unspecified 2.75x8mm drug eluting stent. The results were very good with timi iii flow and no residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.